Event description:
It was reported through the stryker facebook page, "I've been told the same. I had my tkr rt side in 2018 and I still have pain. My x-rays show everything is fine. But why do I still have pain?"

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.